Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: very hot when it is connected. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be shipping damage or damaged during use. The device manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the cable was very hot when it is connected. Although there was patient involvement, there was no adverse consequence.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the cable was very hot when it is connected. Although there was patient involvment, there was no adverse consequence.